Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that 'all of a sudden,' their pain pump boluses were resetting after midnight, like at 12:40am. The patient stated they were in such terrible pain that they could not get up to go to the bathroom. The patient stated that after leaving the doctor's office in baton rouge last week, their boluses were resetting at 12:02am like they always have, but suddenly, starting yesterday, the boluses were resetting at almost 1am. The patient was already connected to the pump and read a 9 hour and 17-minute lockout. The patient stated that they used their last bolus of the day. The pump time was on (B)(6) 2025, at 2:45pm but the patient's local time was 3:46pm. The patient became escalated and stated that they live 3 hours from their doctor. The patient mentioned that this is their 3rd communicator that medtronic had to use because it kept 'messing up and it was not reliable. The patient is going to see if there's any other kind of pump device out there because evidently this was reliable. The patient mentioned that they have an upcoming surgery in 2 weeks where the pump is being moved from their back to their stomach. The agent did not attempt to obtain managing physician name or pump med due to patient being tearful and escalated throughout call. The patient stated that they needed to go to call home infusion company ¿ics¿ and then disconnected the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.